Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified no visible thread damage. The anodize has faded from wear. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ankle orthopedic hardware with a tibial intramedullary rod with two backed out screws extending into the lateral malleolus soft tissues. Intramedullary rod extends into the hind foot also with a fractured calcaneal screw seen on the lateral film. Presumed posttraumatic changes of the distal tibia. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: ti-dble lead cort 5.0x44mm scr, cat#: 14-405044, lot#: 457920; ti-dble lead cort 5.0x44mm scr, cat#: 14-405044, lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01491, 0001825034 - 2020 - 01492.

Event description:
It has been reported that the patient had a phoenix ankle arthrodesis nail system implanted to replace a failed competitor ankle system. Subsequently, the patient was revised approximately 3 months later to replace 2 backed out distal screws and a fractured calcaneus screw. Attempts have been made and additional information on the reported event is unavailable at this time. Attempts have been made and additional information on the reported event is unavailable at this time.